Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanism on the bd luer-lok¿ syringe with the bd eclipse¿ safety thin wall needle snapped off while attempting to engage it. The following information was provided by the initial reporter: "bd eclipse needle, 25g, 0.5mmx25mm safety mechanism snapped off from needle head while I attempted to engage safety mechanism with forefinger. Almost pricked myself with the needle. Was not able to engage safety mechanism, threw needle into sharps bin.".

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987. (Syringe) PMA / 510(k)#: k161170. (Needle) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety mechanism on the bd luer-lok¿ syringe with the bd eclipse¿ safety thin wall needle snapped off while attempting to engage it. The following information was provided by the initial reporter: "bd eclipse needle, 25g, 0.5mmx25mm safety mechanism snapped off from needle head while I attempted to engage safety mechanism with forefinger. Almost pricked myself with the needle. Was not able to engage safety mechanism, threw needle into sharps bin."